Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. -tissue damage- improper patient selection, tissue expander selection, placement and inflation may result in tissue damage and require premature explantation of the tissue expander. Signs of tissue damage include abnormal skin pallor (e.g., blanching), erythema, edema, pain, or tenderness, and should be promptly investigated. In the absence of other signs, some temporary erythema may occur, and is a recognized normal tissue response to expansion. The stresses of the expanding device may induce pressure ischemia and necrosis, especially in tight or thin-skinned areas. Folds in a partially filled tissue expander may also result in thinning and erosion of adjacent tissue. Excessively rapid tissue expansion may compromise the vascularity of the overlying tissue. Tissue viability may be adversely affected by radiotherapy, steroid use or other drug therapy in the surgical pocket, excessive heat or cold therapy, and smoking. -extrusion- tissue damage may compromise tissue covering and/or wound healing, result in extrusion, and require premature tissue expander removal. -inflammatory reaction- studies evaluating the capsules around textured expanders have reported what were possibly silicone particles within giant cells, indicative of a local (and non-specific) foreign body reaction, and silicone granuloma formation. Another study suggests that certain types of capsule cells, including some perceived as giant cells, may actually be secretory cells that form in response to the frictional forces of the tissue expander, providing lubrication at the capsule-expander interface.

Event description:
Healthcare professional reported wound breakdown and necrotic tissue on an unknown side, and that the tissue expander was exposed through a 1x1 cm opening. The doctor later clarified the patient's wound had dehisced and the tissue was inflamed. The device was explanted and replaced.